Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 642 mg/dl at the time of the incident. The customer was getting button error and no delivery alarms and had to remove the pump's battery to rest the pump. The customer was also hospitalized for low blood glucose levels. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.